Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised seat post has come out of the base frame. Dealer advised it was breaking slowly and then just came off.